Event description:
The consumer reported stimulation in an undesired location. A fall could have been related to this issue. The patient still felt stimulation in the correct location of the low back, but also felt stimulation in her right shoulder. This occurred suddenly the week or two prior to the report. The patient also mentioned she had severe arthritis of the neck per x-rays that were taken. Relevant medical history included non-malignant pain and degenerative disc disease.

Event description:
Additional information was received from the patient reporting that the fall on (B)(6) 2016 wrenched their neck. The patient had nerve pain from their neck to shoulder joint. The stimulator was adjusted but they were still having tingling in the left shoulder. Information received regarding which shoulder had the symptoms was conflicting. During the device check, it was stated to be okay. Their primary health care professional (hcp) sent the patient to a neurologist. The patient had an appointment scheduled with the neurologist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.